Event description:
The customer observed a falsely elevated architect anti-hbs result for a 17/18-year-old nursing student with no history of hbv vaccination or infection. The architect anti-hbs result was 15.0 miu/ml, aliquot anti-hbs was 15.0 miu/ml other method anti-hbs was <3.0 miu/ml (negative) and hbsag result was negative. Other results: architect hbsag result was negative. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. Return testing was not performed as returns were not available. Device history record review was performed on lot 28249fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. A review of the labelling and literature addresses the customer¿s issue. Historical performance in the field of reagent lots using worldwide field data. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The overall specificity for the architect anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive) was estimated to be 99.22% at the lower 95% confidence level, therefore false reactive results may at times occur. False positive results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. The architect systems operation manual, section 10 documents probable causes and corrective actions for erratic results. Probable causes include probe tip is bent or damaged, pipettor probes are not straight and probe is dirty or partially clogged. Also, the fluidic subsystems consist of hardware components that control the precision and accuracy of liquid level sensing, aspiration, and dispense. Additionally, these components distribute the fluids used to wash the probes. Maintenance and status of these components is important to ensure accurate results are obtained. Based on all reviewed data, we conclude that there is no product deficiency with the architect anti-hbs reagent identified in this complaint.